Manufacturer narrative:
(B)(4). Exemption number e1998007. Brand name: polysorb, maxon, v-loc 90, v-loc180. MFR name and city: (B)(4). Device identification: (B)(4). 6 devices evaluated. Device codes: 2907 results codes: 213 conclusion codes: 71. Of the 6 events being reported, 5 events were determined to be the result of misapplication by the user and 1 event had no device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 6 malfunction events reported between january 1, 2018 and march 31, 2018. 5 events associated with undesired damage or breakage of those materials used in device construction. 1 event associated with the separation of the device and/or device components from its physical construct, integrity, or chassis.